Event description:
It was reported that the patient underwent a posterior surgical procedure at l4-s1 with vertebral replacement devices at l4/5 and l5/s1. It was found that the self breaking set screw could not be tightened in the bone screw. Two more set screw were tried without success and the bone screw was damaged. One week post-op, films showed the nut was bulging. The patient underwent a revision surgery. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.